Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument kept dislodging. The clinical territory associate reported last friday that the surgeon had the wrist area of the force bipolar instrument also popping out. A backup force bipolar instrument was used to complete the case. The procedure was completed with no reported injury.

Manufacturer narrative:
The force bipolar was tested on an in-house system showing 6 lives remaining. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected.

Event description:
Refer to h11 for follow-up information.